Event description:
(B)(6) received a report from (B)(6) stating there was an air leak on the dual swivel elbow of the closed suction catheter device. No additional information was provided in regards to the patient's status. Additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed. (B)(6) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(6) complaint database and identified as complaint (B)(4).